Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable infusion pump for lumbar radiculopathy and spinal pain. It was reported that the patient's last refill was about a year ago and the pump had been beeping for about 10 months since the end of 2018. The patient wasn¿t happy with the doctor they had. The patient didn¿t experience any symptoms. The patient reported that they missed the refill and that¿s why the pump was empty. The patient reported that they weren't getting enough medicine to even make a difference. Their former doctor was increasing the pump meds and then a new doctor came in and wouldn't increase the meds at all. No further complications were reported.